Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was at low altitude and received a valid altitude alarm. The customer's blood glucose level was above 300 mg/dl. The customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.